Event description:
Boston scientific rec'd info that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had previously been programmed off as the pt was in hospice care. However, the device recently eroded through the skin and the entire system was then explanted. The pt was also treated with intravenous antibiotics. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.